Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and signs of some clinical use were observed on the cannula and the c-ring assembly. The scope wash tubing to the c-ring was transected. Blood and tissue were observed on the tool jaws and the scope wash tubing, indicating that the failure occurred during use of the device. Based on the condition of the device as returned, we were able to confirm the reported complaint for ¿c-ring assembly/scope wash tube component break

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip broke on the vasoview hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 01:53 pm (gmt-4:00) added by (B)(4): a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4) 2015 04:55 pm (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip broke on the vasoview hemopro 2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.